Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open hemorrhoidectomy, no staples were deployed at the 1st firing when the device was used for the anus; 24 stitches with an absorbable suture by hand were performed to complete the case without converting the procedure. The washer was broken, but only the knife cut the target tissue. Staples seemed to be left in the device visually. The device could not staple but cut and 260ml bleeding in amount was confirmed. No blood infusion was performed reinforcement material was not used. The target tissue was normal and was clamped uniformly by the device. The device was not fired across something hard such as a clip or a suture. There was no unexpected resistance in closing the device. It was unknown that the indicator had been within range of the green gap setting scale or not. The handle seemed to be grasped fully. It was unknown that there had been an unexpected resistance at firing and removing the device from the patient.

Manufacturer narrative:
(B)(4).